Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The unit was returned to sorin group (B)(4) for evaluation. Testing of the device found the device to work properly. The issue reported by the customer could not be confirmed. Sorin group (B)(4) stated it is possible that the issue occurred due to a user error during the battery test. The product was returned to the customer and no further issues have been reported. No further action is deemed necessary.

Event description:
Sorin (B)(4) received a report that the s5 system failed a battery test. There was no patient involvement.